Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device failed during preventive maintenance for the auto zero test. - an intermittent alarm was observable both visually (error code) and through hearing. Te 233004 (autozeroqawfail). - the instrument report and the device log file's (service log, error log, event log) were provided to hamilton medical ag. These log files shown that the ventilator device already earlier repeatedly failed for flow sensor calibration during the pre-operational check. What makes this case reportable. - this malfunctioning was reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device failed during preventive maintenance for the auto zero test. - an intermittent alarm was observable both visually (error code) and through hearing. Te 233004 (autozeroqawfail). - the instrument report and the device log file's (service log, error log, event log) were provided to hamilton medical ag. These log files shown that the ventilator device already earlier repeatedly failed for flow sensor calibration during the pre-operational check. What makes this case reportable. - this malfunctioning was reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial: hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - investigation outcome: a detailed investigation was performed by an expert from the technical service: during a software service an error (te233004) occurred due to which the device could not start up. There was no patient involvement and therefore no patient harm at the time of the event. Nevertheless, it was found that the same issue occurred for the first time during ventilation of a patient on (B)(6) 2024 with no harm to the patient. The device was reviewed for the fist time on 19.04.2024 and then maintained on 03.05.2024. The te 233004 was then noticed. At that time, a defective component was replaced. This compliant remains reportable. Indeed, the review of the logfiles showed that the technical fault can be observed during the ventilation of a patient (with no reported consequences/ harm) and it occurred again during the maintenance that was conducted to repair the device (without patient involvement). The pressure sensor assembly (psa) was replaced during the maintenance. The device passed then all the tests. It was confirmed that the device had a malfunction which might lead (in the worst case scenario) to a deterioration of a patient's health (as the device would have a leakage). The root cause for the issue (leakage) was traced to this defective psa component. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, g6, h2, h11.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device failed during preventive maintenance for the auto zero test. An intermittent alarm was observable both visually (error code) and through hearing. Te 233004 (autozeroqawfail). The instrument report and the device log file's (service log, error log, event log) were provided to hamilton medical ag. These log files shown that the ventilator device already earlier repeatedly failed for flow sensor calibration during the pre-operational check. What makes this case reportable. This malfunctioning was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4) investigation ongoing. A detailed investigation was performed by an expert from the technical service: during a software service an error (te233004) occurred due to which the device could not start up. There was no patient involvement and therefore no patient harm at the time of the event. Nevertheless, it was found that the same issue occurred for the first time during ventilation of a patient on (B)(6) 2024 with no harm to the patient. The device was reviewed for the fist time on (B)(6) 2024 and then maintained on 03.05.2024. The te 233004 was then noticed. At that time, a defective component was replaced. This compliant remains reportable. Indeed, the review of the logfiles showed that the technical fault can be observed during the ventilation of a patient (with no reported consequences/ harm) and it occurred again during the maintenance that was conducted to repair the device (without patient involvement). The pressure sensor assembly (psa) was replaced during the maintenance. The device passed then all the tests. It was confirmed that the device had a malfunction which might lead (in the worst-case scenario) to a deterioration of a patient's health (as the device would have a leakage). The root cause for the issue (leakage) was traced to this defective psa component.